Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6). Not returned to manufacturer.

Event description:
It was reported that during a routine inspection of the cardiosave intra-aortic balloon pump (iabp), the battery charging indicator was flashing but the battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The iabp was repaired by a third party company, details of the repair are unknown. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine inspection of the cardiosave intra-aortic balloon pump (iabp), the battery charging indicator was flashing but the battery would not charge. There was no patient involvement, and no adverse event reported.